Manufacturer narrative:
The complainant did not specify which system the devices came from and did not provide any part or lot numbers for the devices in question. The only identifying information provided by the complainant was that the screws were "mis screws". X-ray imaging provided by the complainant showed two implanted screws, a rod, and an intervertebral device. There was a clear height discrepancy between the superior and inferior screws. The superior screw appeared to have been seated further into the vertebrae than the inferior screw. The superior screw remained seated in the vertebrae and the tulip of the screw appeared to have been separated from the shank of the screw. The tulip of the superior screw remained attached to the rod. The inferior screw was not seated as far into the vertebrae as the superior screw. The tulip and rod remained attached to the inferior screw with the addition of the separated tulip from the superior screw. The complainant reported that the screws were removed and replaced, and the rod was re-seated; however, no images were provided of the result. Outside a review of the image provided by the complainant, visual and functional assessments were unable to be performed due to the devices not being returned to the manufacturer. The manufacturer received no additional information after repeated follow ups with the complainant. A review of the manufacturing records was not completed because the complainant did not provide any identifying information for the implants in scope of this complaint. Part and lot numbers were also unable to be identified via the x-ray image provided by the complainant. The manufacturer is unable to determine if there have been any other complaints in the last 12 months because the complainant did not provide any identifying information outside of "mis screws". The manufacturer will continue to monitor the field for reports of system screws that are reported to have their tulips pop off the shank during final tightening and will perform complaint investigations and regulatory reporting as appropriate.

Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2025. The complainant provided an xray image and reported that two screws and one rod were implanted and that the tulip of the superior mis screw popped off the shank during final tightening. It was also reported that the mis towers had been removed prior to the tulip separating from the shank of the screw. The complainant stated that since the towers had been removed, both screws were replaced and the rod was seated back in place. No part numbers, lot numbers, or specific system were provided by the complainant. There were no reported patient complications as a result. The complaint implants were not returned to the manufacturer and no additional information was provided by the complainant after multiple requests for information.